Event description:
It was reported to edwards that an aortic bioprosthetic valve has been diagnosed as failing due to severe fibrosis five (5) months after implant. Patient was assessed for implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve (valve in valve), however, the patient declined treatment. Attempts to obtain further details from the healthcare provider concerning this case have been unsuccessful. Follow up attempts are still in progress.

Manufacturer narrative:
Additional manufacturer narrative - report of bioprosthetic valve dysfunction after five (5) months due to fibrosis. Fibrosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. However, without return of device and evaluation, the reported fibrosis cannot be confirmed or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Follow up attempts for further information (medical history, hospital course, plan for intervention, etc.) Are still underway, additional information will be reported if received.